Event description:
The customer reported the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly and performed a beam alignment. The system operates as intended.